Event description:
It was reported that the customer's most recent blood glucose level was 453 mg/dl. Customer also had a motor error alarm and a no delivery alarm. Customer's mother stated that the customer treated with a bolus. Customer's mother stated that she cleared the alarm. The no delivery alarmed was followed by a motor error alarm. Customer's blood glucose level was 351 mg/dl. Customer's mother stated that the customer was disconnected from the pump. Customer does not use the sensor feature on the pump. Customer is able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.